Event description:
It was reported that the patient underwent an initial fixation procedure. Approximately four weeks postoperatively, the surgeon confirmed from x-rays that the lag screw had backed out. The patient is being monitored, and no revision surgery is planned so far. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products: desc: z nail cmf 11.5mmx21.5cm 125 l; item: 47-2498-211-11; lot:3241772. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.